Event description:
Pt had CABG and was intubated post-operatively. Tissue damage to upper lip from oral endotracheal tube attachment. Plastic surgeon consulted and will require repair on out patient basis.